Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3) w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3) w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
In order to add an attachment to a supplemental MDR you must first attach it to the case h6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2007: (B)(6) center. (B)(6), md. History: ¿the patient is a 63-year-old male with a large recurrent ventral hernia. The plan was to repair this under general anesthesia with mesh. Procedure, risks, complications, alternative treatments were described. He understood and was agreeable.¿ implant procedure: repair of recurrent ventral hernia with dualmesh gore-tex and polypropylene. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/03859742, 26cm x 34cm x 1mm] and proceed surgical mesh x2. Implant date: (B)(6) 2007; hospitalization (B)(6) 2007. (B)(6) 2007: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral hernia. Anesthesia: general. Procedure: ¿the long midline abdominal incision was used. The peritoneum was dissected out. The dissection continued above the peritoneum all the way through the inferior part of the wound. It had some fascia covering it. The dissection continued as far laterally until 3-4 cm. The fascia was cleared inferiorly and superiorly. Once there appeared to be a good fascial ridge to sew to, a large gore-tex mesh dualmesh was used, sewn in place with running and interrupted #1 prolene sutures. This was placed above the peritoneum underneath the fascia. Once this was secured in place and a second piece of polypropylene mesh was used to sew above the fascia as a sandwich technique. The defect measured approximately 30x30 cm. Two 20x30 cm polypropylene mesh were sewn together in order to cover the defect. The largest dualmesh gore-tex was used to cover the inner layer defect. Two j-vac drains were placed through separate stab wounds. The subq was closed with a running 2-0 vicryl. Some of the skin was resected and the skin was closed with skin staples.¿ (B)(6) 2007: (B)(6) center. Implant record. #1: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 03859742. Manufacturer: w l gore & associates. #2: proceed* surgical mesh, lot: xmg575, 20x30cm. #3. Proceed* surgical mesh, lot: xmg576, 20x30cm. Relevant medical information: (B)(6) 2008: (B)(6) center. Inpatient admission. (B)(6) 2008 (B)(6), md. History: ¿the patient is a 64-year-old male, a year after a redo ventral hernia repair with proceed mesh, has developed a chronic seroma, which has become infected. The patient presented to the emergency room with a 5 or 6 da [sic] history of fever and redness over the abdominal wall. The plan will be to take him to the operating room for intraoperative debridement and placement of a vac. Procedure, risks, complications, alternative treatments were described. He understands and is agreeable.¿ (B)(6) 2008: (B)(6) center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: abdominal wall infection. Anesthesia: general. Procedure: debridement of abdominal wall with placement of vac. Procedure: ¿the patient was placed supine on the operating room table. General anesthesia was administered. The patient was prepped and draped in the usual fashion. Attention was directed to the midline abdominal incision, which was opened. Several liters of dark stained fluid was aspirated and sent for culture and sensitivity. The area was debrided and cleaned out with the power irrigator with ortho irrigation. Once this was completed, (B)(6) md from the wound care service entered the operating room and placed the abdominal vac. Patient tolerated the procedure and returned to the recovery area in satisfactory condition.¿ (B)(6) 2008: (B)(6) center. Outpatient admission. (B)(6) 2008: (B)(6), md. History: ¿this patient is a 64-year-old male a year after a redo ventral hernia repair with prolene mesh who developed a chronic seroma which became infected. The patient presented to the emergency room with 5 or 6 day history of fever or redness over the abdominal wall. The patient was taken to the operating room for a debridement on (B)(6) 2008. He was placed on a vac postoperatively. Since that time, he has been treated with negative pressure wound therapy. Unfortunately, due to his significant amount of pain he has required dressing change to be performed under conscious sedation. The full risks and benefits of the procedure were discussed with the patient. We obtained a time out consent for possible debridement and he is willing to proceed.¿ (B)(6) 2008: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: abdominal wound status post debridement. Anesthesia: conscious sedation. Procedure: dressing change and negative pressure wound application under conscious sedation. Estimated blood loss: 5 ml. Specimens: none. Procedure: ¿the patient was seen in the ambulatory treatment center. After an adequate level of anesthesia was obtained using propofol and fentanyl, the patient was prepped and draped in the usual fashion. His abdominal dressings were removed in their entirety. The wound base was extensive. There was exposed mesh in the patient's abdomen. There was undermining circumferentially. There was no odor, no purulent drainage. Wound margins were clean granular tissue. The periwound was intact without any induration, warmth or tenderness. The dressings were reapplied. Negative pressure wound therapy was obtained at negative 125 mmhg. We initiated a vashe infusion to the wound base to assist with bioburden control. Total physician time in the procedure was 45 minutes of direct patient care.¿ (B)(6) 2008: (B)(6) center. Outpatient admission. (B)(6) 2008: (B)(6), md. History: ¿the patient is a 64-year-old male who is well known to the wound care team. The patient was referred to us by dr. Deshur after having partial separation of abdominal wound with exposed underlying mesh used to repair his abdominal wall. The patient has been managed on negative pressure wound therapy with vashe infusion technique. He is now here for dressing change under anesthesia due to severe pain associated with these dressing changes.¿ (B)(6) 2008: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: abdominal wound with exposed mesh managed with negative pressure wound therapy. Procedure: vac dressing change under anesthesia. Estimated blood loss: none. Specimens: none. Procedure: ¿the patient was seen in the atc clinic. Prior to the procedure, a time out, risks and benefits discussion and the appropriate procedure, sedation and paperwork were accomplished patient consented to the procedure. Following this, he was seen by the anesthesia service. General anesthesia was administered with full cardiac monitoring. Once an adequate level of anesthesia was obtained, our attention was then turned to the abdominal wound. The vac dressing was removed in its entirety and the wound was examined. The examination shows evidence of granulation propagation and some evidence of wound contraction from the margins. The area of exposed mesh remained stable without any evidence of fistulization. There is no dancing ischemia or signs of cellulitis or other soft tissue infection. Following this, the wound was cleansed and mechanically debrided. The vac sponge was then fit to the wound base and placed within the wound cavity. Adaptic was placed down over the mesh and the vac was then sealed with via-drape. Following obtaining a seal an infusion port was placed into the vac sponge and sealed with the mesentery. This was hooked to by vashe infusion. The other end of the dressing was cut to the vac pump in the standard fashion. Once an adequate seal was obtained and verified the patient was allowed to awaken. He tolerated this procedure well and was discharged well.¿ plan: ¿the patient will continue on a negative pressure wound therapy by vashe infusion. He will be seen next week in atc for another dressing change. My plan is to discuss my current findings with dr. Deshur to determine his long-term management plan. It is my opinion that this wound will not heal up with the vac alone. I do believe some additional surgical procedure will be required. The vac is doing an excellent out and maintaining the wound viability, drainage and decreasing the overall cost of care by limiting number dressing changes. This clearly is better tolerated by the patient from a pain standpoint decreasing his overall need for narcotics.¿ explant preoperative complaints: (B)(6) 2008: (B)(6) center. (B)(6), md. History: ¿the patient is a 64-year-old male who has a long complicated history for repair of ventral hernia. Some time ago a polypropylene mesh was placed which has gotten infected. The plan was to remove the mesh today. Procedure, risks, complications, alternatives were described. He understood and was agreeable.¿ explant procedure: laparotomy with mesh explantation. Explant date: (B)(6) 2008; hospitalization (B)(6) 2008. (B)(6) 2008: (B)(6) center. (B)(6), md. Operative report. Procedure: ¿the patient was placed supine on the operating room table. General anesthesia was administered. The patient was prepped and draped in the usual fashion. Previous midline abdominal incision was opened. The mesh was easily exposed. Most of it was unincorporated. The entire mesh was removed. The bowel had been covered by a thickened peritoneal lining. The wounds were irrigated out with antibiotic solution under pressure with the ortho irrigator. Once this was cleaned the skin edges and some muscle was reapproximated with o vicryl and #1 prolene sutures. A defect was left in the mid part of the skin to allow a vac to be placed which will be done tomorrow. Wounds were dressed. Patient tolerated the procedure and returned to the recovery area in satisfactory condition.¿ relevant medical information: (B)(6) 2008: (B)(6) center. Day surgery. (B)(6) 2008: (B)(6), md. Indications: ¿the patient is a 65-year-old male who is status post multiple abdominal operations for hernia repair with mesh and ultimately infected mesh and removal who now presents for debridement and closure of the abdomen. The procedure was discussed with the patient preoperatively. Risks including bleeding, infection, poor wound healing, need for subsequent surgery, need for hernia repair in the future were all discussed. I discussed with him the goal today was to get the wound healed and not to repair the hernia.¿ (B)(6) 2008: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: open wound, abdomen. Procedure: debridement. Closure over drains x2. Anesthesia: general. Procedure: ¿the patient was brought to the operating room and placed in the supine position. After general anesthesia was administered, his abdomen was prepped and draped in a sterile manner. A culture was taken of the base of the wound prior to this. The edges of the wound had rolled in considerably. He had approximately 1 inch of subcutaneous tissue and the skin edges had rolled all the way down to the base of the wound. An ellipse was made around the wound taking approximately 1.5 cm of skin. Using a 10 blade the remainder of the dissection was done using electrocautery. The base of the wound was debrided sharply using a versajet back to healthy pinpoint bleeding tissue. Flaps were then elevated laterally at the level just anterior to what I thought was the anterior rectus fascia. This was taken back approximately 10 cm. Bleeding was controlled using electrocautery. Two drains were placed and brought out inferiorly. Platelet gel was applied to the base of the wound and the wound was closed in layers approximating the deep subcutaneous tissue with 2-0 monocryl, subcutaneous tissue with 2-0 monocryl, the deep dermis with 2-0 monocryl and the skin was closed using a vertical mattress stitches, 30 ml of half-strength ropivacaine was injected for anesthesia and the xeroform gauze, 4x4s, tape and an abdominal binder were applied. The patient tolerated the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, unincorporated mesh was removed. Removal of mesh, mesh infection; open wound. Additional event specific information was not provided.